Event description:
The customer reported that system is displaying an error code 100 and intermittently will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and scsi controller. System operates as intended. (B)(4).